Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that the patient was receiving a dialysis treatment and a pacing failure was repeatedly observed over a short period of time on the electrocardiogram. It was unknown if the event was due to the dialysis or lead. In addition, the lead impedance was temporarily unstable in the bipolar pacing configuration. The outputs were increased and capture was confirmed. Two days later, another check was performed and no further issues were noted. The lead was initially reprogrammed to unipolar due to the slightly abnormal lead impedance in bipolar and was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.